Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Log data for the reported event date of 16-apr-2025 confirmed that the device was operating as intended, delivering insulin appropriately and triggering glucose alerts that were acknowledged by the user. Multiple alerts were logged for sensor expiration, low insulin, and out-of-insulin conditions; each was followed by appropriate user actions, including cartridge and infusion set changes. The audio alert setting was turned off at 10:53 pm on the date of the event. It was also observed that only a breakfast meal was announced that day, with no further meals entered, which may have contributed to the reported event. The cause of the event is indeterminate.

Event description:
On (B)(6) 2025 the user reported a hypoglycemic event where the user became unresponsive with a blood glucose (bg) level of 39mg/dl. Emergency medical services (ems) was called and they treated the user on-site and did not require transport to the hospital. The user resumed insulin delivery following ems intervention. No long-term effects were reported.